Event description:
It was reported that a patient presented in-clinic for a routine check-up. It was observed that pacemaker exhibited failure to be interrogated via inductive telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that the patient presented in clinic for follow-up. It was found that the device was stuck in magnet mode without any magnets nearby. Programming changes were made to disable magnet mode. There were no patient consequences.